Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device follow up. Upon interrogation, the right atrial lead was discovered with non-capture, decreased atrial sensing, and varying lead impedances. The patient presented for a right atrial lead revision. While doing the procedure, the physician utilized fluoroscopy and saw the atrial lead dislodged from the atrial position. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: a2 - patient's age corrected from 62 years to 61 years old.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly to the connector pin. The full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.